Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated results on the architect i2000sr analyzer. The following data was provided: sid (B)(6): free psa initial 0 ng/ml, repeated 1.088 ng/ml. Sid (B)(6): total psa initial 0 ng/ml, repeated 10.07 ng/ml. Sid unknown (B)(6), repeated on another instrument as (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the r1 probe and sample probe (list number 08c94-47). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.